Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose level was reported at 400 mg/dl at the time of admission into the hospital. The patient was in an accident and were driving at the time of the accident. Patient was treated and released with no further problems. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.